Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the right ventricular lead exhibited high thresholds and low r-waves. The patient was brought to the cat lab for lead repositioning. During procedure, the screw on the lead would not retract. The lead was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.